Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 541 mg/dl. The customer's current other blood glucose was 618 mg/dl,120 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain . The customer was treated with insulin pump troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did allege insulin pump was under delivering. The insulin pump and reservoir will not be returned for analysis.